Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the reason for the pocket revision was that the pump was moving in the pocket; it was making refills difficult; and the patient said it was uncomfortable when the pump moved. With regards to the cause for the inability to aspirate the catheter, it was noted that the patient seemed to have a build up of scar tissue and adhesions. Per the hcp, if the catheter ended up needing to be replaced, he would need to do a laminectomy to get the catheter in place. The dye study had not yet been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: b)(4), ubd: 26-apr-2020, UDI#: b)(4). Product ID: 8782, serial/lot #: b)(4), ubd: 07-aug-2019, UDI#: b)(4). Product ID: 8784, serial/lot #: b)(4), ubd: 16-dec-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 4.5 mg/day via an implanted pump. It was reported the 8784 was replaced and discarded on the date of this report. The 8782 catheter remained implanted. It was further reported this case was supposed to be a pocket revision. It was noted the doctor was unable to aspirate the catheter. He decided to change the spinal segment. He was then still unable to aspirate the catheter. He kept the existing catheter in place, and decided to reposition the patient, to try and add a new spinal segment. He was concerned maybe it would be tough as the patient has had multiple back surgeries. The doctor was unable to position the needle adequately to get csf and therefore left the existing catheter as it was. He said he would send the patient back to pain management to have t hem order a dye study. It was noted if catheter revision was necessary the patient would likely need a lami to access the intrathecal space. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿